Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
The affiliate reported that the device was implanted via l-p shunt. The pressure could not be changed and as a result, the device was revised. At the revision surgery, cracks between the siphon guard and the valve were found. Released tension during the removal of the valve caused the valve to break. According to the surgeon, the patient¿s weight gain would have affected the tension on the device and could have caused the break.

Manufacturer narrative:
Upon completion of the investigation, the valve was visually inspected and confirms that there is a tear in the silicone housing. The valve casing with the valve mechanism was outside the silicone housing when received. This could be due to the patient as noted by the surgeon, but it could also be due to a sharp or pointed object coming into contact with the silicone housing during implantation or explantation, but this could not be determined. The valve was tested for programming and passed the test. It was not possible to test the device for pressure or reflux due to the damaged silicone housing. Review of the history device records confirmed the valve conformed to the specifications when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.